Manufacturer narrative:
Code 400 = damaged firing mechanism. Based upon the inquiry info received and the visual examination, it was concluded that the reported incident may have been caused by damage to the internal components. The instruments were returned with a cracked release button, but was otherwise in good physical condition. The instrument were cycled, fired, cut, and formed the staples within design specification. No conclusion could be reached as to how the release button had become damaged. Each instrument is evaluated during the assembly process to ensure it functions properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.

Event description:
The device was used during a hysterectomy procedure. It was reported by the affiliate that the first device could not be reloaded with a cartridge. A second device was used and it jammed. There was no patient consequence. Additional information received on 04/15/97. It was clarified that the nature of inquiry was a problem with the reloading of the device.